Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Left sc cvc inserted on (B)(4) 2021. On (B)(4) 2021, the nurse was repositioning patient and the distal port of the cvc snapped off. There was no blood loss. The distal post was clamped by the nurse. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
Left sc cvc inserted on (B)(6) 2021. On (B)(6) 2021, the nurse was repositioning patient and the distal port of the cvc snapped off. There was no blood loss. The distal post was clamped by the nurse. No patient harm reported.